Manufacturer narrative:
H.3., h.6. The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-health care professional states that, the consumer experienced an eye burn after inserting a contact lens that had been soaked in the solution. The lens was placed in the solution at approximately seven hours and inserted into the eye in the same day. Upon insertion, the consumer experienced intense pain. They were immediately taken to the emergency room, where they underwent hours of eye wash and were evaluated by an ophthalmologist. The consumer¿s treatment included the administration of an antibiotic ointment, prescribed for use three times daily. The consumer expressed frustration over the lack of prominent warnings on the product packaging. The consumer acknowledged that the product was used incorrectly. The consumer still cannot see, and can¿t take bright lights, and it has been four days. The current status of consumer¿s eye was unknow at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).